Manufacturer narrative:
Product analysis: at analysis it was noted that the touch screen was out of calibration and that its bezel had minor damage (considered as acceptable). The touch screen parameters were reset and the touch screen calibrated, new software was installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted, but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer caused interference. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service and that the programmer subsequently tested out of specification during manufacturer's analysis.